Manufacturer narrative:
A supplemental MDR will be submitted upon completion of the investigation.

Event description:
This event was reported by a patient to the FDA and found during routine review of the (B)(6) data base. Although patient indicates downtime was expected to be about 5-6 weeks, patient alleges after 3-4 weeks, a few indentations were noticed in cheek area and reported "this appears to be some sort of fat loss and is disfiguring." There is currently insufficient information about the injury to determine if the treatment resulted in permanent impairment of a body function or permanent damage to a body structure, and no report of medical intervention; however, a reportable serious injury will be reported out of an abundance of caution.